Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer could not hear the beep. The customer blood glucose level was 300 mg/dl at the time of incident. Customer report other blood glucose value was 500 mg/dl. Customer reported that to adjust the audio volume to 1, pressed save, and listen for the beep and to adjust the audio volume to 5, pressed save, and listen for the beep. Customer reported that they did not hear beeps when audio volume settings were saved. Customer report they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to perform the high pressure test. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No audio/vibrate anomaly noted during testing. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on u1 keypad assembly.